Event description:
Per the clinic, the patient expereinced infection and skin granulation at the abutment site (date not reported). The patient was subsequently treated with topical antibioitcs, however, the issue did not resolve. The patient underwent skin cauterisation on (B)(6) 2022, and had the abutment removed. The implanted device remains.